Manufacturer narrative:
Retainer ring : black. Customer complained about the unit having critical pump error (open book image) followed by a white display with audio beeps on event date of (B)(6)2021. Unit received with blank-flashing white display with audio beeps after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error (open book image). Unable to verify missing segments/partial display due to blank-flashing white display. Unit was cut open with corrosion on the lcd assembly, moisture damage pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Swapped with a test pcba 1 and lcd assembly and the unit booted up properly. Successfully utilized crest and thus to download history files and trace files. The carelink upload was successful. Open book image and main download timeout failed with error code 0x0000004d and was indicated in the bootloader trace file pump error 4 was present in the history file on event date of (B)(6)2021 15:30:01.000. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with stained keypad overlay buttons, pillowing keypad overlay, cracked battery tube area, cracked battery tube threads, corrosion on battery tube and scratched case. Unit was confirmed for blank-flashing white display with audio beeps due to severe corrosion on the lcd assembly flex trace pins. Unable to confirm missing segments/partial display due to blank-flashing white display. Open book image and main download timeout due to corrosion on pcba 2; problem may have been intermittent. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image alarm. Customer stated the screen showed red arrow pointing to the insulin pump. Customer tried to take battery out of the insulin pump and then shows white screen and wont stop alarming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.